Manufacturer narrative:
(B)(4). This report was filed by the MFR. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. The affected device has not been requested pending log review results. Log review only requested.

Event description:
Customer requested a log review for fentanyl programming that resulted in an overinfusion. The infusion was supposed to be programmed to run at 75 mcg/hr in the adult profile. It had been off for approx 12 hours before it was restarted around noon. There was no harm to the pt because the pt was intubated. There was medical intervention required. Customer stated that no add'l event or pt info is currently available. (B)(4).